Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the packaging was labeled as a 19fr. Device; however, the device inside was allegedly larger than 19fr.

Manufacturer narrative:
The reported issue (it was reported that the packaging was labeled for a 19fr device; but the size of the device was bigger than 19fr) was confirmed. The sample was returned and visually inspected, and noted no obvious defects. Per dimensional evaluation the sample was measured with french scale and optical comparator. The sample was confirmed to correspond with one piece 24fr channel drain. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿drain placement and the fr size is indicated: reorder #v072230 19 fr., drain size: round hubless; drain shape: full ¿; fluting: dot; trocar depth indicator. V072234 24 fr., round hubless, full ¿, dot." (B)(4).

Event description:
It was reported that the packaging was labeled as a 19fr. Device; however, the device inside was allegedly larger than 19fr.